Manufacturer narrative:
This report is for an unknown plates. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Initial reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient developed an infection. Originally, six (6) months ago, the patient had an implantation with a cannulated tibia nail as well as the right distal unknown tibial lobe lateral locking plate with the proximal unknown locking screws in the right side and the tibial nail at the insertion site. Both proximal medial to lateral locking screws in nail were in close proximity to the infection. Infection / inflammation was visually obvious. Nail and all locking screws removed without an incident. Patient status is unknown. This complaint involves four (4) devices. This report is for one (1) unknown plates. This is report 3 of 4 for (B)(4).